Event description:
It was reported that during a breast procedure, there was a vacuum-related error in the device. Finished the procedure with replacement equipment. No patient consequences were reported.